Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the previous capped leads were explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pain and request for the implantable pulse generator (ipg) system to be moved to the other side. The implantable pulse generator (ipg) was moved to the other side and the leads were capped and replaced. No further patient complications have been reported as a result of this event.